Event description:
A nurse reported that the poor aspiration in cortex mode during cataract without intra ocular lens implant surgery. The surgery was completed on the same day but it was unknown how the surgery was completed. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.